Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer, registration no. 3003639970). Exemption number: e2014012. Manufacturing site evaluation: patient information: not applicable, not used on a patient. Samples received: none, but pictures received. The three of the five packages are from the same lot number (618051). Analysis and results: there are no previous complaints of this code batch of which we manufactured and mostly distributed (B)(4) units in the market. There are 24 units in stock in the warehouse. No samples have been received from the customer, nevertheless the picture received shows leakage in three pouches of product and moreover they are empty of solution. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill the OEM requirements. Please note that this product must be stored below 25ºc in order to avoid leakage issues, as indicated in the product labeling. Final conclusion: taking into account that the results of samples received do not fulfill the OEM specifications, we conclude that the complaint is confirmed by evidence of the samples received.

Event description:
It was reported by the healthcare professional to the company sales representative "(B)(6) 2018 at around 2 pm by nurse or ER department. Im assistant requested 5 pcs to main css and was given to nurse. During pm shift, the item was returned unused. Early today, I checked on the items and noticed that there was a stain at the back part of the packaging, only find out that there's a leak on 3 out of 5 pcs."